Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015. One actual unit was received for analysis. Visual inspection noted a white particle, approximately 0.40 square mm in size, floating in the fluid of the bladder. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.